Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. 706680 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, parity 3, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2006.), recurrent abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen since 2009 and tramadol since 2014 for chronic back pain, joint pain and pelvic pain female, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) from 2014 to 2015 and tizanidine since 2015 for muscle spasms and back pain as well as estradiol since 2014 and medroxyprogesterone (depo provera) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), hemiparaesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage, dyspareunia, gait disturbance, hypoaesthesia, inflammation, hemiparaesthesia and depression outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hemiparaesthesia, hypoaesthesia, inflammation, migraine, ovarian perforation and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2013: 1cm density consistent with possible essure spring x-ray: on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radioopacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On (B)(6) or (B)(6) of 2010 plaintiff underwent a confirmation test: dye confirmation test concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 24-may-2018: batch number is invalid; FDA codes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. 706580 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, parity 3, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2006.), recurrent abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen since 2009 and tramadol since 2014 for chronic back pain, joint pain and pelvic pain female, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) from 2014 to 2015 and tizanidine since 2015 for muscle spasms and back pain as well as estradiol since 2014 and medroxyprogesterone (depo provera) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), hemiparaesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage, dyspareunia, gait disturbance, hypoaesthesia, inflammation, hemiparaesthesia and depression outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hemiparaesthesia, hypoaesthesia, inflammation, migraine, ovarian perforation and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radioopacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On (B)(6) 2010 plaintiff underwent a confirmation test: dye confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. 706580) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, parity 3, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2006.), recurrent abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen since 2009 and tramadol since 2014 for chronic back pain, joint pain and pelvic pain female, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) from 2014 to 2015 and tizanidine since 2015 for muscle spasms and back pain as well as estradiol since 2014 and medroxyprogesterone (depo provera) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), hemiparaesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage, dyspareunia, gait disturbance, hypoaesthesia, inflammation, hemiparaesthesia and depression outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hemiparaesthesia, hypoaesthesia, inflammation, migraine, ovarian perforation and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts. On (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragmente along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdômen was performed. There are suggestion of small radio opacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On (B)(6) or (B)(6) of 2010 plaintiff underwent a confirmation test: dye confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received: lot number updated to 706580. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. 706580 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, parity 3, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2006.), recurrent abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen since 2009 and tramadol since 2014 for chronic back pain, joint pain and pelvic pain female, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) from 2014 to 2015 and tizanidine since 2015 for muscle spasms and back pain as well as estradiol since 2014 and medroxyprogesterone (depo provera) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), hemiparaesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage, dyspareunia, gait disturbance, hypoaesthesia, inflammation, hemiparaesthesia and depression outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hemiparaesthesia, hypoaesthesia, inflammation, migraine, ovarian perforation and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) -2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radio opacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On july or august of 2010 plaintiff underwent a confirmation test: dye confirmation test concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: FDA codes were amended. Characters of lot number field were reduced to 15. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments") in an adult female patient who had essure (batch no. 706680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, (B)(6) gynecologic infection, multiparous and parity 3. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain. The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. On (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. On (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis, ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. On (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radio opacity projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 15-nov-2017: medical records received: case became medically confirmed, previous adverse event was replaced by event device breakage and pelvic congestion with pelvic pain. Medical history added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 706680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, (B)(6) infection, multiparous, parity 3 ((B)(6)), abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen in 2009 and tramadol in 2014 for back pain, joint pain and pelvic pain, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) in 2014 and tizanidine in 2015 for muscle spasms and back pain as well as estradiol in 2014 and medroxyprogesterone (depo provera) on (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), paraesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the (B)(6) trimester of pregnancy. The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage and pregnancy with contraceptive device outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hypoaesthesia, inflammation, migraine, ovarian perforation, paraesthesia and pelvic congestion to be related to essure. The reporter commented: (B)(6) 014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. On (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. On (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring x-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. On (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radio opacity projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On (B)(6) 2010 plaintiff underwent a confirmation test: dye confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 16-nov-2017: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication, and treatment drug added, start date and stop date of drug was updated. Events perforation, bleeding, bloating, pain during intercourse, difficulty walking along with numbness, tingling on my left side with inflammation, back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened, fell into depression, chronic fatigue were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments") in an adult female patient who had essure (batch no. 706680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, multiparous and parity 3. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain. The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis. Ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragmente along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdômen was performed. There are suggestion of small radio opacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 15-nov-2017: medical records received: case became medically confirmed, previous adverse event was replaced by event device breakage and pelvic congestion with pelvic pain. Medical history added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments"), ovarian perforation ("perforation") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 706680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, multiparous, parity 3 ((B)(6) 2004, (B)(6) 2010, (B)(6) 2006.), abortion and psychological disorder nos. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). Concomitant products included ibuprofen in 2009 and tramadol in 2014 for back pain, joint pain and pelvic pain, cyclobenzaprine hydrochloride (pms-cyclobenzaprine) in 2014 and tizanidine in 2015 for muscle spasms and back pain as well as estradiol in 2014 and medroxyprogesterone (depo provera) on (B)(6) 2010. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain, abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), gait disturbance ("difficulty walking along with numbness"), hypoaesthesia ("difficulty walking along with numbness"), inflammation ("tingling on my left side with inflammation"), paraesthesia ("tingling on my left side with inflammation"), back pain ("back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened"), depression ("fell into depression") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy), surgery (left ovary removed) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ovarian perforation, genital haemorrhage and pregnancy with contraceptive device outcome was unknown, the abdominal distension, migraine and fatigue had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, depression, device breakage, dyspareunia, fatigue, gait disturbance, genital haemorrhage, hypoaesthesia, inflammation, migraine, ovarian perforation, paraesthesia and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy, laparoscopic bilateral salpingectomy, and diagnostic cystoscopy. On (B)(6) 2014, exploratory laparotomy with pfannenstiel incision, lysis of adhesions, right ovarian cystectomy, left salpingo-oophorectomy, and multiple biopsies of left and right peritoneum fossa peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring. X-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragmente along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. (B)(6) 2014: abdomen, one view: a single view of the abdômen was performed. There are suggestion of small radio opacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. On (B)(6) or (B)(6) of 2010 plaintiff underwent a confirmation test: dye confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on 16-nov-2017: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication, and treatment drug added, start date and stop date of drug was updated. Events perforation, bleeding, bloating, pain during intercourse, difficulty walking along with numbness, tingling on my left side with inflammation, back pain (throbbing and aching pain to the point that sometimes I could barely get out of bed)/ back pain dramatically worsened, fell into depression, chronic fatigue were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 16-nov-2017: case correction: after internal review patient's tab was corrected patient was not pregnant. FDA codes were deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("chronic pelvic pain secondary to retained left essure fragments") in an adult female patient who had essure (batch no. 706680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, other disorders of intestine, chlamydia trachomatis gynecologic infection, multiparous and parity 3. Family history included heart disease, unspecified (mother), fibromyalgia (mother), diabetes mellitus (mother), non-smoker, fibromyalgia (maternal grandmother) and hypertension (maternal grandmother). In 2010, 30 days before insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic congestion ("chronic pelvic pain secondary to pelvic congestion syndrome") with pelvic pain. The patient was treated with surgery (exploratory laparotomy with left salpingo-oophorectomy) and surgery (laparoscopic assisted vaginal hysterectomy). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and pelvic congestion to be related to essure. The reporter commented: (B)(6) 2014, operative report - preoperative diagnosis was chronic pelvic pain. Postoperative diagnosis chronic pelvic pain secondary to pelvic congestion syndrome. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy was performed. On inspection there was moderate pelvic prolapse present. Slightly enlarged uterus. The tubes were grossly normal in appearance. There was no sign of any a pid. Adhesive formation or endometriosis. The ovaries were grossly normal in appearance. Final impression: patient with chronic pelvic pain, thought to be secondary to essure complications; however, the pathology is not consistent with that, the findings are more consistent with pelvic congestion syndrome. She should have a good response. The ovaries were normal. On (B)(6) 2014: based on the current x-ray, physician would say that some of the coil was still in place on your left side. Chief complaint was pelvic pain due to retained coil of essure. On (B)(6) 2014: left salpingo-oophorectomy with left salpingo-oophorectomy was done (preoperative diagnosis: chronic pelvic pain secondary to retained left essure fragments). Surgical pathology report from first surgery on (B)(6) 2014: two e-coils identified in the area of the cornu. Bilateral fallopian tunes identified one with benign paratubal cysts diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: 1cm density consistent with possible essure spring x-ray - on (B)(6) 2013: string like radiopaque structure over the pelvis ap pelvis: history- foreign body findings- there is a small segment of essure device represented as a radiopaque metallic foreign body projected over the left pelvis. Impression retained essure wire in left adnexal area. Kub on (B)(6) 2014: findings: there is a small retained linear radiopaque fragment along the left pelvic side wall measuring approximately 5 mm. An additional faint punctate density is seen adjacent to this which could also represent another fragment. No other retained radiopaque foreign bodies are seen, nonspecific bowel gas pattern, pelvic lines are maintained. On (B)(6) 2014: abdomen, one view: a single view of the abdomen was performed. There are suggestion of small radioopacities projected over the right pelvis and right thigh. These are felt to represent artifact from lint or dirt on the cr cassette. The radiopaque foreign body in the left pelvis on abdominal radiograph from approximately one hour earlier is no longer seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain secondary to retained left essure fragments. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received: case became medically confirmed, previous adverse event was replaced by event device breakage and pelvic congestion with pelvic pain. Medical history added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.